Event description:
It was reported a vns therapy pt experienced persistent vocal cord palsies lasting 6 months. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Fitzgerald, p. B. & daskalakis, z.j. "The use of repetitive transcranial magnetic stimulation and vagal nerve stimulation in the treatment of depresseion."